Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they do not normally sleep on their left side but they woke up on their left side and noticed some "buzzing" feelings in their chest and they were concerned they might be feeling "something like a lead came loose." Follow up for additional information was requested but has not been received. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.